Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display which was white, flashing. Customer's blood glucose was 122mg/dl at time of incident. Troubleshoot was performed but display did not return. Customer advised to discontinue use of pump and revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.